Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shocking lead impedance and high pacing threshold measurement during device check. It was noted that the patient recently fell and a chest x-ray was performed and revealed no anomalies. The patient's fall was not felt to be related to device or lead function. Boston scientific technical services (ts) reviewed remote interrogation data and noted a gradual increase in the impedance measurements. Furthermore, ts discussed submitting a copy of device memory for analysis. Subsequently, an invasive procedure was performed. A portion of the lead was cut and the remaining portion was sutured down to fascia and surgically abandoned. Another manufacturer's lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.